Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc had foreign matter. The following information was provided by the initial reporter: when open the package of the intima-ii, there were foreign matter on the needle that near the paddle hub. Customer need closure letter and claim.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-04-15. H6: investigation summary a device history review was conducted for lot number 0063948. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to foreign material as all retention samples met specifications. Our records show that this is the only instance of foreign material occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, compositional testing of the affected device was not able to associate the foreign material with any known materials present on the manufacturing floor. Based on a appearance the closest analog is the silicone lubricant that is applied to the catheter tubing. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent future occurrences of the nature, our facility has optimized our line checks to identify and remove excess build up of silicone.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc had foreign matter. The following information was provided by the initial reporter: when open the package of the intima-ii, there were foreign matter on the needle that near the paddle hub. Customer need closure letter and claim.